Event description:
Sales representative reported that after a suretac ws malletedinto place, the surgeon observed that part of the tip of the cannula broke off in the joint. Surgeon was not able locate the broken piece, but assumed I was flushed out. The cannister was checked but it could not be confirmed if the piece was in there. It is unknown how long of a delay was experienced however, a "significant" (>40 minutes) delay was not reported.